Event description:
Technical services received a call on 10/05/2011 from sales rep. Rep. States he was near head of the table and saw md connect leads so fairly certain they were connected properly, but states that when doing his final lead checks the shock egm changed in both deflection and amplitude. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).